Manufacturer narrative:
(B)(4).

Event description:
Medwatch uf/importer report # (B)(4) was received, which further reported that the mid shaft had broken off within the 3.5 extra support guiding catheter. Vascular and cardiac surgery was consulted and a non-bsc coronary wire was introduced into the distal lad outside the embolized stent delivery system (sds). Once the sds was pulled down to the aorta root, a right femoral artery access was obtained and the entire sds was snared out.

Manufacturer narrative:
Age at time of event: over 70 years. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break, stent fracture, stent and shaft migration, removal difficulty, and patient embolism occurred. The 80% stenosed 16 mm focal target lesion was located in the moderately tortuous mid left anterior descending artery (mid lad) with no presence of calcium. After pre-dilation with a semi-compliant balloon, a 3.50 x 16 mm synergy ii drug eluting stent was advanced to the lesion over the guidewire. A non-bsc inflation device was used to inflate the stent balloon up to 3 atm and then the pressure started dropping. The balloon was inflated again only up to 3 atm. While trying to deflate the balloon and then remove the stent, it was noted that the shaft and the stent were broken and both were stuck at the lesion. The shaft was broken into two pieces and the stent remained one piece. A buddy wire was used to retract the stent from the vessel. Then the stent and the shaft were stuck in the aortic root. They were able to be snared out. During this time the stent started embolizing. Clot was forming and flow was lost. The physician was able to restore the flow the following morning. Another different stent was used to complete the procedure. No further patient complications were reported and the patient's status was ok.